Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the returned device identified opening, wear abrasion, crease fold and yellow particle inside the device. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified: crease smooth opening on radius. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a crease smooth opening on radius due to a fold flaw opening. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.